Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no surgical intervention done to the patient and the patient was discharged 6 days later.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent fracture occurred and the device fragment was un-retrieved. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. A 3.50x12mm promus element plus stent was selected to treat the lesion after an ivus imaging catheter was used and the lesion was predilated with an unspecified 2.0x20 balloon catheter. The physician attempted to advance the stent at the lcx but had difficulty crossing the lesion and the stent was damaged. So, the physician tried to retrieve it but it got stuck in a vessel of the arm of the patient. He tried to remove the stent with a snare but it broke into two parts. One part was removed out of the patient but the other part remained in a vessel of the arm of the patient. The procedure was not completed due to this event. "Op" planned after the patient get stable. The patient was unstable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent fracture occurred and the device fragment was un-retrieved. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. A 3.50x12mm promus element plus stent was selected to treat the lesion after an ivus imaging catheter was used and the lesion was predilated with an unspecified 2.0*20 balloon catheter. The physician attempted to advance the stent at the lcx but had difficulty crossing the lesion and the stent was damaged. So, the physician tried to retrieve it but it got stuck in a vessel of the arm of the patient. He tried to remove the stent with a snare but it broke into two parts. One part was removed out of the patient but the other part remained in a vessel of the arm of the patient. The procedure was not completed due to this event. "Op" planned after the patient get stable. The patient was unstable.

Manufacturer narrative:
Device evaluated by MFR.: the stent was severely stretched and bunched up. A close examination of the stent found no broken struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).